Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient's left cia was tortuous and ectatic. The initial repair was for an emergent rupture, which is off label use of the device. It is not known if the anatomical measurements met the device IFU requirements.

Event description:
Secondary intervention two days after an emergent evar of an 8.8 cm ruptured aneurysm. The pre-discharge cta showed a type 1 distal leak on the left common iliac which was quite tortuous and ectatic. A bifurcated device, proximal cuff, and a limb extension were placed in the original implant in 2009, with no leak at that time. In the secondary procedure about 2 days later, the left internal was embolized and extended to external with a limb extension. A proximal cuff was also placed on the right side.